Event description:
A high drain error 102 (night drain #2) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2013 at 12:36:30. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. (B)(4). The reported difficulty of an increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was undetermined. If any additional relevant information is received, a follow-up will be sent.